Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012192768); product type: 0195-heart valves product ID l-evolutfx-2329; product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had sufficient calcification and the valve was the correct size however during valve release, the valve dislodged and went too deep into the ventricle. This caused severe paravalvular leak (pvl). A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-implant balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the bottom of the pigtail. Prior to valve dislodgement, the implant depth was at 5-6 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodgement, the implant depth was 15-17 mm. A medtronic guidewire was used.

Manufacturer narrative:
Image review: 14 fluoroscopic cine loops of the fluoroscopic valve check and implant procedure were provided for review. The patient summary was not provided for anatomical review. Prosthetic valve migration/embolization is listed in the evolut¿s instructions for use (IFU) as one of the potential adverse events and repositioning precautions. Migration / valve dislodgement of the tav can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-balloon dilation complications. The successful load, as seen in one of the provided images, showed no inflow crown overlap beyond node 3. Although the projection angles remained unknown, the angle appeared to be a 3-cusp, co-planar view. As no projection change was recorded, it could be assumed that the cusp-overlap technique (cot) was not utilized throughout the procedure and thus, making non-coronary cusp (ncc) and left coronary cusp (lcc) depth assessment unreliable. Additional images indicate that the delivery system was nestled against the aortic arch roof, suggesting that tension was not relieved before final deployment. Shortly before final deployment, the implant depth for ncc and lcc was well beyond 6 mm. Although reliable depth assessment was not possible in the projection, it was estimated to be around 1 cm on the ncc side and slightly less on the lcc side. Additionally, pre-dilatation of the calcified annulus could have prepared a larger landing zone for the valve, potentially the preventing valve dislodgement that was visible with the provided images. The deep implant position, combined with remaining forward tension in the delivery catheter system (dcs) and a possibly sub-optimal valve landing zone, may have contributed to the valve dislodgement. Evidence confirmed a second valve was implanted a post implant dilation was performed. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-implant balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the bottom of the pigtail. Prior to valve dislodgement, the implant depth was at 5-6 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodgement, the implant depth was 15-17 mm. A medtronic guidewire was used.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.